Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room for diabetic ketoacidosis. Although requested, customer declined to provide any additional information and declined pump system check.